Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. No button error alarms noted. No button response due to corroded keypad traces. No ramping numbers noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. It was stated that the buttons were not pressed for 3 minutes or longer. It was stated that the numbers were ramping on their own. Blood glucose value is 7.7 mmol/l. Nothing further reported.